Event description:
Related manufacturer reference number: 3006705815-2022-17734. It was reported the patient experienced ineffective stimulation. Additionally, diagnostics revealed one of the leads had high impedance. As such, surgical intervention was taken where the leads were repositioned, however, the physician was unable to establish effective stimulation, as such, the system was explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.